Event description:
It was reported to the manufacturer that the site's handheld would not hold charge. Different wall outlets were used, but were unsuccessful. The handheld had to be plugged in at all time until use. The user requested a replacement for the device. Good faith attempts to obtain the non-working device for product analysis have been unsuccessful to date.